Event description:
Add'l info rec'd from MFR 3/1/2005: the mfg lot number was not provided in the report and the product was not returned for eval. The complaint was originally rec'd through MFR's sales agent on dec 23, 2004. No add'l info was provided. The initial medwatch report (report no: 1818910-2005-00052) was submitted via fax to the FDA on january 7, 2005 and a follow-up medwatch report was sent on january 27, 2005.

Event description:
While pt was undergoing total knee arthroplasty revision, the femoral component of the trial disengaged and the stem became impacted in the femoral canal. After about one hour and 45 minutes was spent trying to remove the disengaged piece, it was determined by the physician that it was safest to abandon the procedure and to continue at a later day after the pt has recovered from the four hours of surgery they had just undertaken and all necessary equipment was available. Presently, the pt is recuperating on an acute care ward. Vital signs are normal. Right knee immobilizer is in place. The plan is to return pt to operating room for trochanteric approach to remove implant and finish revision tka.